Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) caused the patient to experience discomfort with the device location. A pocket revision was done. The device remains in service. No additional adverse patient effects were reported.